Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular implant procedure, the patient had power surprise, and the lens was explanted and exchanged 6 months following the initial procedure with unspecified atiol lens. The reason for explant was mentioned as blurry vision. Additional information has been requested.